Manufacturer narrative:
Investigation summary: DHR: release date: 10/22/2018. Released quantity was 762,400. All visual inspections were performed as per requirement. A quality notification was issued for missing print during the marking process. Adjustments were made and product requalified per applicable aql before production resumed. Batch 8281613 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. One photo was received and evaluated. 4 sealed blister packages with 3ml syringes inside were depicted in the photo. The barrels of all 4 syringes had no graduation lines and only partial measure units visible to the right of the would-be grad lines. The print appears to be missing at an angle, indicating a skewed scale condition at the time of the defect¿s occurrence. Potential root cause for the missing print defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. Batch 8281613 is considered in compliance with our product specification requirements. H3 other text : see section h.10

Event description:
It was reported that a 3 ml bd luer-lok¿ luer-lok¿ tip had scale marking issue. The following information was provided by the initial reporter, "material no: 309657 batch no: 8281613 it was reported that graduations marks on syringes are not marked correctly. Per customer email: I need to place a complaint/concern- this is item 309657 lot#8281613 - we have about 40 of these that are not marked correctly, no graduation markings. We have others from this lot that are just fine. Please advise."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 3 ml bd luer-lok¿ luer-lok¿ tip had scale marking issue. The following information was provided by the initial reporter, "material no: 309657; batch no: 8281613. It was reported that graduations marks on syringes are not marked correctly. Per customer email: I need to place a complaint/concern- this is item: 309657, lot#8281613 - we have about (B)(4) of these that are not marked correctly, no graduation markings. We have others from this lot that are just fine. Please advise."